Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Concomitant medical products: therapy date of concomitant device is unknown. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a drill bit broke intra-operatively. No consequences for the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ethnicity is unknown. Additional event information is known. Part: 03.010.103; lot: 9090968; manufacturing location: (B)(4); release to warehouse date: august 23, 2014; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation site: (B)(4); selected flow: broken. Visual investigation: the small centering tip measuring 1.5mm in length and 1.5mm in diameter is broken off. The broken off portion is not available for investigation. At the remaining working end, the drill bit ø3.2 caliber l145 3flute shows damage and excessive wear on all cutting edges. The received condition agrees with the complaint description and the complaint therefore is confirmed. Dimensional inspection: because of the existing use-related damage on the available instrument and the missing broken off portion a dimensional inspection cannot be conducted and is not required per selected investigation flow broken. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no drawing/specification review is required per selected investigation flow broken. Hardness review: the manufacturing documents were reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. The used material was stainless steel: (a440) iso 7153 as required. The hardness was measured between 54.3 hrc and 54.6 hrc within the specification of 52 hrc +3/0. Conclusion: the received condition agrees with the complaint description and the complaint therefore is confirmed. The visual defects on the four years old drill bit coincide and provide evidence that at the time of surgery, the device was subjected to mechanical overloading. The remaining cutting blades are blunt and damaged. We consider that the delicate centering tip broke during a mechanical overloading situation. Based on our investigations, a product related fault can be excluded. Drill bits ø3.2 caliber l145 3flute / part #03.010.103 are multi use instruments, therefore, the condition of the cutting blades prior to the operation in question is unknown. The important information leaflet describes the recommended instrument inspections for reprocessing operations before reusable device operations. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. (B)(4). Device fragments remain in patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Not all fragments were retrieved from the patient. Surgery was completed successfully, with a five (5) minute delay. No other patient harm was reported. This report is for a 3.2mm three-fluted drill bit qc/needle point/145mm.